Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However, logs and screenshots was sent for analysis. It was suspected that the 24v is missing and also show alarm 316 "blower failure and alarm 416 "inspiration valve or device leaky. It was recommended to perform inspiration block/valve test and blower test. At this time no root cause has been determined yet because the investigation is still on going.

Event description:
It was reported to vyaire medical that the bellavista 1000e experienced an alarm 300 - device in failsafe. At this time, patient involvement is unknown.

Manufacturer narrative:
Device evaluation: g3, g6, h2, h6 and h10. Result of investigation: according to the logs and the technical support team issue resolved with a new power board, even though the failure pattern is very similar to defective inspiration valve nt (I-ch-21-014). No functional issues were found on the unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.